Manufacturer narrative:
H10. Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that a patient had a left knee arthroplasty on (B)(6) 2014, and then experienced a revision surgical procedure on (B)(6) 2022, approximately 7 years, 11 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
D4: added catalog number, expiration date, serial number, and UDI d10: (B)(6) 204-04-21 - trapezoid tibial tray sz 1f/1t, 2f/1t. (B)(6) 204-34-12 - fluted stem extension 120l x 14 mm. (B)(6) 02-010-01-0225 - logic femoral ps cem left sz 2.5. (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 208-09-05 - cc stem ext adaptor 5 degree. (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 02-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t. (B)(6) 204-30-12 - stem extension 120l x10 mm. (B)(6) 208-01-02 - cc femoral sz 2. (B)(6) 204-34-02 - fluted stem extension 25l x 14 mm. (B)(6) 204-70-00 - tibial stem ext. Screw. (B)(6) 208-22-15 - cc tibial insert sz 2, 15mm. G3: added 510k number. H4: added device manufacture date. H6: corrected health effect - clinical code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.